Event description:
The manufacturer received information alleging a ventilator had no power. The device was not in patient use.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and an issue with the internal battery was found. The device's internal battery was replaced to address the issue. There was no harm or injury reported. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).